Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) was oversensing on the right ventricular lead. There was noise during pocket manipulation which was not reproducible via the analyzer, so the physician chose to remove the ipg. The device was removed and replaced. No patient complications have been reported as a result of this event.